Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was noted the cause of the elevated impedance had not been determined. The patient was getting effective therapy at the contacts that were programmed. The physician was to continue to monitor and check impedance. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for movement disorders. It was reported the pairs with 8 had elevated impedances: c8 2494 ohms 89 2965 ohms 810 3409 ohms 811 4316 ohms. The impedance results were from an impedance test run at 3 v. The patient inquired about an MRI. The caller stated that the patient was programmed using 9 and 10 and was getting good therapy. No patient symptoms or further complications were reported as a result of this event.